Event description:
Journal reference: york mk, dulay m, macias a, et al. Cognitive declines following bilateral subthalamic nucleus deep brain stimulation for the treatment of parkinson's disease. J neurol neurosurg psychiatry. 2008;79(7):789-795. We investigated the cognitive, and psychiatric outcome 6 months after bilateral subthalamic nucleus deep brain stimulation (dbs) for the treatment of parkinson's disease (pd) using a disease control group. A 23 pts who underwent dbs were compared with 28 medically treated pts with pd at baseline and at 6 months for neuropsychological measures. Reportable event: one pt who did not return for their 6 month follow-up due to psychological distress was not included in these analyses. This pt was a man who had been diagnosed with pd for 15 years. Preoperatively, he reported a mild level of depression. He refused to attend his 6 month follow-up; his family reported that he had suicidal thoughts and a moderate to severe level of depression.

Manufacturer narrative:
.